Manufacturer narrative:
On 02/25/2016, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) from the FDA with the following event description: tip of da vinci cautery hook has a hard plastic coating that chipped off when instruments collided in the abdomen. The material itself is not radiopaque so x-ray would not be able to locate foreign body if still in abdomen. Also the piece is so small it could have easily been suctioned up during the irrigation process. Instrument has been removed from service and will be held by myself in case any further investigation is needed and will later be returned to intuitive surgical for further study and credit. On 03/10/2016, isi contacted the hospital's risk manager regarding the reported event. According to the risk manager, there was no direct impact to the patient due to the instrument fragment falling into the patient and the patient has not returned to isi to the hospital due to retaining any foreign object from the reported permanent cautery hook instrument. Based on the additional information obtained from the uf medwatch report, this complaint remains reportable because it is unknown if the fragment from the pch was retained in the patient. However, there is no indication that the device malfunctioned since the customer indicated that there was an instrument collision, which led to the fragment falling into the patient. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Manufacturer narrative:
The pch instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sigmoid colectomy procedure, the pch instrument made contact with a fenestrated bipolar forceps instrument, causing a piece of the pch instrument to fall into the patient, while there was no reported harm to the patient; the broken instrument fragment was not retrieved.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, a very small piece of the ceramic from the permanent cautery hook (pch) instrument broke off and fell into the patient. There was no patient harm reported. On 12-2-2015 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr he was present during the surgical procedure. The csr indicated that he reviewed the video of the surgical procedure and he observed that the pch instrument made slight contact with the fenestrated bipolar forceps instrument that was also being used during the surgical procedure, causing a tiny piece of ceramic material to break off from the pch instrument and fall into the patient. The csr indicated that initially when the fragment was first observed it was found to be sticking to the patient's ureter and it was believed that it was the stent. However, after surgeon reviewed the video recording of the surgical procedure, the surgeon found that it was not the stent. The broken instrument fragment was not retrieved from the patient. There were no intra-operative complications experienced by the patient due to the broken instrument piece.